Manufacturer narrative:
Updated fields: d4-unique device identifier (UDI) #1, d8, d9, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the subject device was working as intended. No problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the colonovideoscope had a scope error of e315. There were no reports of patient harm.